Event description:
Customer reports, doing back to back testing on the aviva system with results of 185mg/dl and 93mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.